Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a routine device change out, the device failed to terminate vf during dft testing. Analysis of the device found high voltage output circuit damage which is consistent with lead damage. The lead remains implanted.